Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Test strips were used and tested positive for blood and the machine alarmed. Estimated blood loss was 200cc's. Pt had no adverse effects and no medical intervention was required. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.